Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had hemolysis and was treated with heparin and intravenous fluids. The patient showed improvement in hemolysis markers and remains ongoing on vad support.

Manufacturer narrative:
Approximate age of device - 3 years and 5 months. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event. Placeholder .